Event description:
During a tavr procedure using a 26mm sapien 3 ultra valve via transfemoral approach, the balloon on the 26 delivery system ruptured during deployment and was removed with a sheath. The balloon was catching at the insertion site, but with some gentle maneuvering, it came out. There was a chunk of calcium at the annulus/lvot. When starting to pace, the pressure wasn't dropping as much as anticipated. After multiple attempts, the physicians proceeded with inflation but inflated very quickly. This along with the calcium is the perceived root cause of the rupture. No complications or negative outcomes. The delivery system was not saved for examination. Imagery provided showed that the balloon burst radially and longitudinally.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device was discarded.

Manufacturer narrative:
Correction to h6; component code, impact code, device code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of the balloon burst was confirmed based on the evaluation of the provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as the event description stated, "there was a chunk of calcium at the annulus/lvot". The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Difficulty withdrawing the system through vasculature was unable to be confirmed as imagery of withdrawal difficulty through the sheath was not provided. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the balloon burst during deployment. As the balloon burst, the altered balloon profile could have made it more susceptible to catching on the patient's vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.